Manufacturer narrative:
A maquet field service technician investigated the unit under service order (B)(4) and found the control board was faulty. The control board was replaced; the unit was tested and handed back in good working condition. This first follow-up report will also serve as a final report for this complaint.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 01:16 pm (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Evaluation still in progress. A maquet field service technician will investigate the unit in question. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
The customer stated that the hcu20 displayed the error message "pump-rel.", which is tripping the circuit breaker for the heater. Additional information: the incident occurred during setup of the device so there were no patient involved. (B)(4).